Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the leadless pacemaker exhibited low pacing impedance after several attempts of fixation. While attempting to re-position the device, the helix was caught on the protective sleeve, and it was then confirmed to have extended via fluoroscopy. The device was retrieved, and a new one was implanted. There were no patient consequences.

Manufacturer narrative:
The reported event of stretched helix was confirmed. The reported event of low impedance was not confirmed. Visual inspection noted the helix was stretched out of specification. The helix elongation is consistent with having occurred during procedure. Further analysis performed found no anomaly contributing to impedance problem. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.